Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon evaluation, the belt receptacle was not fully seated in the j1001 connector and the wire was damaged. The cause of the code 204 is the unseated belt receptacle and damaged wire. The root cause of the unseated belt receptacle and damaged wire is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it displayed service code 204.